Manufacturer narrative:
(B)(4). E1 initial reporter telephone number: (B)(6).

Event description:
It was reported that a pairing issue occurred. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. Performance data was reviewed. A pairing issue was not found within the investigation window. The allegation was not confirmed. However, signal loss over an hour was found in connection to the reported allegation. It was determined that the signal loss was related to the mobile application. The probable cause of the signal loss was determined to be the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.